Event description:
It was reported that the patient¿s right atrial lead was dislodged. The lead was found to be in the ventricle, and the helix was extended. Dislodgement was confirmed under fluoroscopy. The physician placed a stylet in the lead and attempted to retract the helix, but it would not fully retract. The lead was explanted and replaced. The patient was not symptomatic and was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.